Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 result of investigation: technical team has determined that the reported failure was caused by a defective o2 pressure regulator. Restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Scar sc-ch-20-002 has been initiated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files shows alarm happened 298 times starting (B)(6) 2020. The customer were asked to do o2 gas path test and provide feedback for analysis. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 has technical failure 388 "no o2 dosing possible" alarmed. The issue occurred during patient-use and the device was replaced with another ventilator. At this time, there is no information regarding patient harm associated with the reported event.